Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein a new lead was implanted. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Manufacturer narrative:
"The event of lead addition to optimize the therapy was reported to abbott. The patient experienced ineffective therapy. Surgical intervention was undertaken wherein a new lead was implanted. Effective therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined."